Event description:
It was reported by the pt's husband that, "pt's husband indicated pt is in the hospital with an infection in her hip. She now has an antibiotic spacer."

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided in a supplemental report.